Event description:
The affiliate alleged the customer reported elevated troponin I (accutni) results, above the acute myocardial infarction (ami) cutoff, for one pt involving synchron lx I 725 system. The elevated results were discordant to an alternate methodology, which was negative, and did not correlate with the pt's clinical condition. The erroneous results were released out of the laboratory. There was no report of pt injury or change in pt treatment associated with this event. The customer supplied beckman coulter, inc. In europe with the pt sample for further analysis.

Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. The pt was maintained in observation and discharged w/o any treatment. The pt's sample was collected in 10ml bd lithium heparin non-gel tube. The sample was centrifuged at 2,000 relative centrifugal force (rcf) for 10 mins at room temperature. Troponin I quality control prior to and after the event was within specifications. A system check performed on (B)(4) 2008 conformed to specifications. Testing at beckman coulter customer product line support (cpls) laboratory confirmed two kinds of interferences: heterophile interference and an interference which likely relates to alkaline phosphatase. This interfering compound, distinct from heterophile antibodies, causes reproducible false positive results. Product labeling: for assays employing antibodies, the possibility exists for interference by heterophile antibodies in the pt sample. Pts who have been regularly exposed to animals or have rec'd immunotherapy or diagnostic procedures utilizing immunoglobulins or immunoglobulin fragments may produce antibodies, e.g. Human anti-mouse antibodies (hama), that interfere with immunoassays. Additionally, other heterophile antibodies such as human anti-goat antibodies may be in pt in pt samples. Such interfering antibodies may cause erroneous results. Carefully evaluate the results of pts suspected of having these antibodies. The access accutni results should be interpreted in light of the total clinical presentation of the pt, including: symptoms, clinical history, clinical examination, electrocardiogram (ECG), data from add'l tests, and other appropriate info. Medical decisions should not be based on a single accutni determination at one time point. This reportable event was identified during a retrospective review of product complaints conducted from (B)(4) 2008 through (B)(4) 2010 for add'l reportable events.